Manufacturer narrative:
(B)(4). Batch # 9346n. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. In addition also it was received with the blade tip was intact and not broken off as reported by the customer. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the min hand control button was nonfunctional. However, the device did activate when tested with the foot switch. The instrument was disassembled to inspect the internal components and the electrical traces of the min hand control button were found to be damaged. This resulted in the min hand control button to be nonfunctional. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused the electrical trace damaged. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.